Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a proper depth within the aortic annulus. The delivery catheter was pulled into the descending aorta. As the safari stiff wire was being pulled out of the ventricle, the wire pulled the valve more aortic. The valve was snared and held into place in the ascending aorta. A second valve was placed with no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).